Event description:
It was reported when the valve was sewn in about 2/3 around the pt's annulus, the physician noticed the valve didn't fit the pt's narrow and severely calcified annulus. The physician attempted to push the valve in the annulus by pressing the sewing cuff with forceps. A leaflet was accidentally touched with the forceps and fractured. A cholangioscope was used to look for the leaflet but 1/3 of the leaflet was missing. The heart was cleaned many times to look for the leaflet and angiography was also used, but the fracture piece was not located. A larger 21 mm sjm mechanical valve was implanted. The physician stated the event was caused by the handling of the valve.